Event description:
Litigation papers allege the patient suffered pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
(B)(4). Additional litigation papers allege patient had increasing pain, instability in both hips, swelling, bursitis, lack of mobility and/or metallosis and exposure to excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** 3/4/2013 - ppd received. Part/lot for the left and right sides have been updated along with the doi for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.